Event description:
Surgeon in europe developed allergic contact dermatitis. He saw a dermatologist and had patch testing done.

Manufacturer narrative:
The customer was unable to provide the sample. The device history record was reviewed, and it was determined that the lot was produced and released in compliance with all inspection requirements. Historical trending was done. The surgeon's patch testing results were positive. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor for complaints of this nature.